Event description:
On 4/2/24 a beta bionics clinical diabetes specialist (cds) was notified that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. On 4/3/24 the cds followed-up with the user. The user reported after they changed their infusion set, they experienced high bg. The user changed the infusion set again before bed. The next day the user had the episode of dka. On 4/16/24 a beta bionics customer care agent followed-up with the user to obtain additional information about the event. The user reported they woke up in the morning feeling sick and their cgm glucose was reading high. The user had a doctor's appointment that day for a broken foot. The user did not treat the high bg at the time. The user thought about taking an insulin injection but forgot as they were running late for the appointment. The user's sister drove to the appointment. The user arrived at doctor's appointment and the sister noticed the user was wobbling and did not look good. The sister then took the user downstairs to the ER. The user reported their bg was above 600mg/dl. The user was admitted to the hospital for 4 days and was treated with shots of insulin. The user did not remember the exact dates of the event and hospitalization, just knows it was "early april." The user did not notice any kinks in the infusion set cannula although they cannot be certain. The user is using the convatec inset (23", 6mm) teflon cannula infusion set. The user does not know what caused the dka event. The user also reported they were dizzy and nauseous.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs associated with the event could not be reviewed by the beta bionics failure investigation department as available data end on 3/13/24, prior to the described event date. Without specific event dates, detailed review of the ilet report is not possible. No instances of malfunction alerts associated with drug delivery were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on 2024-01-07. All cgm alerts were not changed from factory defaults (all on) except for cgm high alerts, which were logged as "false" (off) on 2024-01-28. Body weight was changed 4 times after initial setup. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the available device data and case notes, the ilet operated as intended throughout device use. The user replaced their infusion set appropriately in response to their prolonged hyperglycemia but did not follow the ketone action plan by taking an injection when hyperglycemia continued. Therefore, the assignable cause for this hyperglycemic event is multiple failed infusion sets and failure to follow the ketone action plan.